Manufacturer narrative:
(B)(4). Results: eval for the returned product shows that the panel side b: zipper slider body is open. Note: posey instructions for use warnings: always use the zipper pull-tabs when opening or closing the zippers. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).

Event description:
Customer reported there's zipper damage and that some of the zipper teeth are missing. The location of the damage was not specified. Customer contacted and provided additional info stated that the product damage was caused by the pt. There was no pt incident or injury reported. Eval for the returned product shows that the panel side b zipper slider body is open.